Event description:
It was reported to philips by a customer that the unit had alarm led problem. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated unit alarmed alarm led failed message on screen during set up, requests part number for power switch overlay. The rse provide the customer part number. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The customer replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.